Event description:
It was reported that during use of implantable pulse generator (ipg), it was reported the patient was implanted with device due to bradycardia. The patient presented healthcare facility, an electrocardiogram (ECG) was performed. Physician commented the ipg was working normally, and sometimes patient had missed beats. It was also reported approximately two days later the patient experienced dizziness, chest tightness and felt weak. Program check was conducted, no abnormality reported. No patient injury reported. The ipg remains in use. No patient complications have been reported as a result of this event.